Event description:
It was reported that the patient with this implantable device system recorded an alert for shock impedance high out of range. Upon review by technical services (ts), it was discussed that the alert was recorded since (B)(6) 2022 and the physician believed the right ventricular (rv) lead could be polarized by the ventricular tachycardia (vt) ablation procedure performed on the same day the alert for out of range shock impedance was triggered and decided to continue to monitor. The device was replaced on (B)(6) 2023 due to apparent physician discretion and the alert triggered again two days later. There is no information on the explanted device or the rv lead model/serial numbers at this time. Further information was requested. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable device system recorded an alert for shock impedance high out of range. Upon review by technical services (ts), it was discussed that the alert was recorded since (B)(6) 2022 and the physician believed the right ventricular (rv) lead could be polarized by the ventricular tachycardia (vt) ablation procedure performed on the same day the alert for out of range shock impedance was triggered and decided to continue to monitor. The device was replaced on (B)(6) 2023 due to apparent physician discretion and the alert triggered again two days later. There is no information on the explanted device or the rv lead model/serial numbers at this time. Further information was requested, however, no additional details were provided. No adverse patient effects were reported.